Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis which was manifested by cloudy effluent. The breach in aseptic technique was described as due to a change in caretaker. On the same day as onset, the patient was hospitalized and was treated with vancomycin injection (1gm via intraperitoneal, for 10 days) and ceftazidime (1gm via intraperitoneal, for 10 days) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.